Manufacturer narrative:
This ipg serial number is included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt reported experiencing unbearable/excruciating pain at the ipg site and noticed a "big bump" at the site. Additionally, the pt reported losing 15 to 20 pounds since implant. In turn, the pt will undergo surgical intervention to explant the scs system.